Event description:
It was reported that the right atrial (ra) implantable pacing lead dislodged. An intervention was done and the lead was removed and replaced with a preformed "j" style lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model: a2dr01, implantable pulse generator (ipg); implant: 2013 (B)(6); model: 5086mri58, right ventricular (rv) implantable pacing lead; 2013 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary-the full lead was returned in segments, analyzed and no anomalies were found.